Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system screen had a message that an automatic re-boot was about to begin or was in progress preventing users to login to access sedative medications during a procedure. The customer added that a patient intubation was delayed by fifteen minutes and the patient was transferred to another unit to receive further care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was set to auto reboot, some window updates were known to complete installation after a reboot, typically it shouldn't prompt but will remains pending reboot. The technical support specialist have checked auto reboot was disabled after windows update in all devices and group policy has been checked and updated to reflect the latest changes. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system screen had a message that an automatic re-boot was about to begin or was in progress preventing users to login to access sedative medications during a procedure. The customer added that a patient intubation was delayed by fifteen minutes and the patient was transferred to another unit to receive further care.